Event description:
Device 2 of 2: reference manufacturer report: 1627487-2018-01425. Follow up revealed the patient had surgery to replace the lead with effective therapy restored.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference manufacturer report: 1627487-2018-01425. It was reported the patient had not received the best coverage since implant. The x-ray's confirmed the patient's leads had migrated to the right side. The doctor has requested for patient to have surgery to have lead revision.